Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 2 ports of the illuminator were not working. Additional information has been requested.

Manufacturer narrative:
The customer reported that the two ports of the tabletop illuminator in the system were not working. The company service representative examined the system and was able to replicate an issue with the tabletop illuminator. The lamp had a high number of recorded usage hours from normal wear and would not ignite as a result. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on october 30, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the xenon lamp exceeding its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. (B)(4).